Event description:
A scalpel cautery instrument was alleged to have arced. The cautery instrument was removed from the pt and replace with another scalpel cautery instrument to continue the case to completion. No pt injury or adverse outcome was reported.